Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had an MRI procedure to their lumbar wednesday, last week, the stimulation was off and had the therapy in MRI mode but the MRI facility stopped the MRI because they were having tingling sensation where the device is implanted. Pt wanted to know if the tingling sensation was normal for the therapy to do. Pt was redirected to their hcp and rep for further assistance on the therapy issue.